Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the clip connector of the device was still connected to the clip. The clip had something like tissues. The clip could not be pulled inside the sheath. The manufacturing history was reviewed, with no irregularities noted. Omsc could not determine the exact cause for the failure of detachment. There was a possibility that the clip could not be released because the operation of the slider became heavy due to unspecified reasons and the slider could not be pulled out all the way in the proximal direction. The instruction manual of the device has already warned as follows; do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage.

Event description:
During an examination of the colon, the subject device was used. When the user placed the clip, the clip did not come off the sheath. The user forcibly came off the clip from the sheath. As a result, the clip connector of the device was still connected to the clip. The indwelling clip was retrieved by burning the tissue around it. The user placed another clip and completed the procedure. There was no patient injury reported.